Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling of adhesives on both light guide and objective lenses. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be established. The additional malfunction of peeling adhesives on the lenses was traced to component failure. The event can be prevented by following the instructions for use which state: preclean the endoscope and the accessories at the bedside immediately after each patient procedure. If the endoscope and accessories are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, thereby hindering reprocessing efficacy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the duodenovideoscope sat for an hour before it went in the detergent during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.